Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this patient was implanted with a cardiac resynchronization therapy pacemaker (crt-p); during the pre-discharge check, this right atrial (ra) lead exhibited non-capture, and it was noted that the lead was pulled back. The lead exhibited a history of increased impedance measurements from 500 to 800 ohms, and sensing measurements had fluctuated. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information received reported that the cause was not determined at that time; however, it was determined that the patient did not need atrial pacing. The patient would be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.